Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the product was deformed. The following information was provided by the initial reporter: the syringe came showing deformity.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes, d9: returned to manufacturer on: 05-may-2022. H6: investigation summary: sample and photo received for investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Upon visual observation, damaged barrel is observed. Potential root cause is associated with the assembly process.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe the product was deformed. The following information was provided by the initial reporter: the syringe came showing deformity.